Event description:
A customer reported that following intraocular lens (iol) implant surgery, she needs correction for both distance and near vision. In a f/u phone call with the surgeon, he reported that posterior capsule opacification had been noted and a yag laser procedure was performed. The pt's visual acuity did not improve following the laser procedure. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon indicated the use of an unapproved viscoelastic. Additional info was requested on 10/04/2010, 10/08/2010, 10/15/2010, 10/19/2010, and 10/20/2010 by phone, fax, and mail. A completed questionaire was received on 10/25/2010. (B)(4).